Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rfg2 radiofrequency generator, an error code 477 was displayed, causing a roughly 10-minute delay while turning on/off (power-cycled) the generator multiple times to attempt to clear the code but was unsuccessful. The procedure was initially intended to perform an ablation on the great saphenous vein (gsv) on the right side at a proximal location. The device was not used in the patient, and no segments were treated as the generator did not function due to the generator issue, the treatment plan was altered, and the procedure was switched to stripping/phlebectomy. No patient complications have been reported as a result of this event.